Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Medical records were provided and reviewed by a health care professional. The patient underwent an initial right tha because of degenerative arthritis. During this procedure a metal-on-metal system from zb was implanted. The patient underwent a first blood test analysis that revealed the presence of high level of metal ions: chromium 1.6 (normal <1.2 mcg/l) and cobalt 8.9 (normal <1.8 mcg/l). The patient underwent a second blood test analysis that revealed the presence of high level of metal ions: chromium 1.6 (normal <1.2 mcg/l) and cobalt 11.4 (normal <1.8 mcg/l). Because of increasing pain, the patient underwent an MRI scan of the right hip to evaluate a possible presence of pseudotumor. Results of the scan excluded the presence of the pseudotumor, but confirmed the presence of a right trochanteric bursitis with mild tendinopathy versus strain within the right gluteus medius, gluteus minimus and tensor fascia. Subsequently, the patient underwent revision surgery. Surgical notes of the procedure report the presence of dark clear hip effusion upon incision and synovitis inflammation in the hip. The stem and the cup were deemed well fixed and with no evidence of wear, therefore they were left implanted in the patient. Head and liner were replaced. With the available information, a definitive root cause cannot be established if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 ¿ associated products: item #01.00214.160 item name #durom us acet cmpnt 60/54 t lot #2316371; item #01.00185.146 item name #metasul ldh, head adapter, m, 0, taper 12/14-18/20 lot #2326742; item #00-7711-012-10 item name #standard offset size 12.5 reduced neck length 12/14 neck taper uncemented femoral stem lot #60414073; multiple MDR reports were filed for this event, please see associated reports: 0009613350-2023-00437. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to pain and elevated cobalt and chromium levels approximately sixteen (16) years post-implantation. During the revision, synovitis and trunnion corrosion were noted. Due diligence is in progress for this complaint; to date no additional information or product has been received.